Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty first regulator unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a loose and detached screw that was observed. In addition to the finding of the faulty 1st regulator unit (that impacted air volume), the dampers were also found to be damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was internal looseness while using the high flow insufflation unit. The issue was found during general maintenance and there was no patient harm associated with the event. The device was returned and evaluated, and it was found that the 1st regulator unit was faulty and as a result, the maximum air volume could not reach the specification. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.